Event description:
It was confirmed via x-ray that 2 blades fractured on the aero al lumbar cage and the left inferior blade of the cage backed out. Patient underwent revision surgery to replace the cage. The event resulted in a two hour surgical delay, as well as bleeding with medical intervention.

Manufacturer narrative:
Visual inspection: the device was inspected and it's confirmed that the returned anchor was broken and damaged. The device and complaint history records were reviewed, no relevant manufacturing issues or similar complaints were identified. A nonconformance was opened to address this event for which there was new harm. Per the aero al surgical technique. 1. "With all of the anchors inserted and locked in place, supplemental fixation that has been cleared by the FDA for use in the lumbosacral spine (e.g. Pedicle screws or, when performing a single-level fusion, an interspinous process plate) must be used to augment stability of the aero-al construct." 2. The pilot cutter may be used to create channels for the anchors. This step is optional, but is recommended for patients with harder bone quality.[...] Using the mallet, tap the pilot cutter gently to penetrate the bone and create a channel. A built-in depth stop limits the depth of the pilot cutter insertion. This event was reviewed by a medical professional who concluded: "the bleeding was likely from the iliac artery or vein not the bone. Generally the anchors break on insertion when the pilot cutter is not used properly. It is unlikely that the blades were fine at time of insertion but failed at 3 months post op as we would not normally expect fusion by 3 months. If that second image (with blades) is intra-op or immediate post-op, then the blades were broken/damage at the time of insertion. All 4 look incorrect to me." The probable root cause of the anchor fracture and disengagement is the patient's hard bone quality which made the disc space hard to prepare as reported in this event and/or pilot cutter was not used properly which may have resulted in the blade breaking during insertion.

Event description:
It was confirmed via x-ray that 2 blades fractured on the aero al lumbar cage and the left inferior blade of the cage backed out. Patient underwent revision surgery to replace the cage. The event resulted in a two hour surgical delay, as well as bleeding with medical intervention.